Event description:
It was reported that the continu-flo administration sets tubing was faulty. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed seal marks on the tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing error; the tube got caught in the packaging seal. A batch review was conducted and revealed that this lot was packaged on a new packaging machine. A CAPA has been opened to address this issue. A sensor that detects tubes caught in the packaging seal has been added to select packaging machines. In addition, operators of the packaging machines have been made aware of this problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.